Event description:
During preventative maintenance of the device, the field service representative (fsr) reported that the 6 inch roller pump had a broken tube clamp assembly. There was no pt involvement.